Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar insertion procedure performed on (B)(6) 2019. According to the complainant, during magnetic resonance imaging (MRI), the clinical oncologist noted that approximately 1-2 mls of gel was present in the rectal wall. Reportedly, the patient is not suffering any pain or bleeding and is able to freely go to the toilet. There were no serious injury nor adverse patient effects reported as a result of this event.